Event description:
Laparoscopic low anterior resection: "this is the complaint from the market. During operation, the customer noticed that a shield was falling of from the instrument. It was corrected. The customer inserted the scope into the instrument. Moreover, the customer took gauze in and out of the instrument to take dirt." Pt status: "the pt was not injured."

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain add'l info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.